Event description:
It was reported bd pegasus¿ safety closed IV catheter system had the catheter separate from the hub, requiring intervention to ensure the needle was not still in the patient. The following information was provided by the initial reporter: "the head nurse of the pulmonary department reported that the patient's family found the catheter tube was broken. The family said that they suspected patient pulled out the indwelling needle, but the catheter tube of the indwelling needle was missing".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2022. H.6. Investigation: a device history review was conducted for lot number 1321726. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. Our engineers noted that the catheter tubing had been completely removed from the adapter head. The issue has been confirmed. Due to the missing catheter, functional testing had to be performed on the retention samples for this lot. Test results were not able to identify any systemic issues with the catheter tubing, as all of the tested units performed within product specifications. Based on the provided sample and the description of the event our engineers believe that the root cause for this event is related to the application of excess force during removal of the pegasus unit by the patient.

Event description:
It was reported bd pegasus¿ safety closed IV catheter system had the catheter separate from the hub, requiring intervention to ensure the needle was not still in the patient. The following information was provided by the initial reporter: "the head nurse of the pulmonary department reported that the patient's family found the catheter tube was broken. The family said that they suspected patient pulled out the indwelling needle, but the catheter tube of the indwelling needle was missing."